Event description:
Home patient (hp) contacted baxter's technical service center for assistance during fill 1/5 of apd therapy. Hp reported a cut in the patient line of the homechoice set. Follow up with hp's rn indicated no patient injury or medical intervention.